Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement the complaint devices are not being returned, therefore are unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed 1 dis-similar complaint for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Associated medwatch: 1221934-2018-53107. This report is being filed from the (B)(4) complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported that during arcr, the tip of the anchor got broken during insertion due to it was off-axis. After removing the broken anchor, the surgeon re-inserted another anchor with the same size to the same bone hole, however, it was pulled out. It was reported that the patient¿s bone quality was low. The surgeon removed the anchor again and finished the operation by placing a 5.5mm healix advance br.